Event description:
As reported the brite tip/distal tip of a 6f 100 cm .070 xb rca vista brite tip guiding catheter was flattened. The damage was noted before opening the package. The device was not used. There was no reported patient injury. The device was inspected prior to use and anomalies were noted. The device was not pulled from the packaging by the hub. A contralateral approach was not made. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per picture analysis, a small fiber could be observed near the distal end of the catheter.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported the brite tip/distal tip of a 6f 100 cm .070 xb rca vista brite tip guiding catheter was flattened. The damage was noted before opening the package. The device was not used. There was no reported patient injury. The device was inspected prior to use and anomalies were noted. The device was not pulled from the packaging by the hub. A contralateral approach was not made. Additional information was requested but not provided. Two photos were submitted for review. In the photos, a 6f xbrca guiding catheter from lot 18147490 with a compressed/crushed condition near the distal tip of the unit. Additionally, a small fiber was observed near the distal end of the catheter. No other anomalies or outstanding details were observed in the provided images. A sterile 6f .070 xb rca 100cm was received for analysis inside a plastic bag. The unit was retrieved from the plastic bag still packed in the original sterile pouch. During visual analysis, no damages were observed along the unit¿s body, nor the brite tip. Additionally, the pouch bag was completely clean and sealed. Dimensional analysis was not required, as no compressions or other type of abnormal conditions were observed on the received unit. The reported events ¿brite tip/distal tip ¿ compressed/crushed¿ & ¿packaging/pouch/box - foreign material in sterile package - moveable particle¿ were not confirmed since no compressed condition nor any type of contamination was observed. Therefore, the exact cause of the reported conditions cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.